Event description:
Information was received indicating that this syringe infusion pump exhibited over delivery of medication during a surgical procedure. The pump operated normally for nine minutes before it began to rapidly over deliver medication. Once this was noted, the pump was quickly disconnected. The patient became apneic within two minutes and required intubation to provide ventilation. Patient was stabilized and the procedure was able to be completed without further complication. A check clutch/plunger lever alarm was noted on the pump. No additional adverse patient effects were reported.